Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2018. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.